Event description:
It was reported that there was a revision of the right hip due to dislocation.

Event description:
It was reported that there was a revision of the right hip due to dislocation.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was received. Review of the device history records indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. The complaint databases were reviewed from date of manufacture of the reported lot to present for similar reported events regarding dislocations. There have been no other events for the lot referenced.